Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). During a follow up phone call by product surveillance to the home patient (hp) regarding the use error, it was revealed that he is aware of the proper procedures, and that it was an isolated incident. No patient injury or medical intervention was indicated. No further information was provided. Evaluation summary: this is a report of a check drain line alarm and use error of the drain line was submerged in the toilet. The alarm was resolved using standard troubleshooting, but the cause of the alarm was not determined. It is unknown whether the use error contributed to the alarm. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting of a check drain line alarm that appeared on the homechoice (hc) display during prime, the home patient (hp) revealed that the drain line was submerged in the toilet. The technical service representative (tsr) advised the home patient (hp) to pull the line up above the water line and returned to prime. The hc machine primed appropriately. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.